Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed motor error. Customer's blood glucose was 160 mg/dl. Troubleshooting was performed. No anomalies were noted on the drive support cap. The customer didn't recall any motor position encoder error alarm; however the alarm was noted on the device history. The customer was advised to discontinue use of the device, revert to back up plan, and the device needs to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the rewind, idle current, run current, self test, off no power, basic occlusion, prime and displacement tests. The pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the motor position encoder error alarm due to an erased history file. Unable to perform the unexpected restart, occlusion, excessive no delivery tests due to the motor error alarm. The pump had a cracked reservoir tube lip.